Event description:
This spontaneous case describes the occurrence of device breakage ("second surgical procedure to remove residual fragments"), medical device site reaction ("irritating them to the point that the tissue reaction obliterates them"), fibrosis ("discovery of a fibrosis so extensive that it was impossible to remove the implant without amputating the woman's uterus") and metal poisoning ("release of heavy metals from the implants") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), medical device site reaction (seriousness criteria medically important and intervention required), fibrosis (seriousness criteria medically important and intervention required), metal poisoning (seriousness criterion medically important) and injury ("health problems related to these implants / reported disorders"). The patient was treated with surgery (partial or complete removal of the device or remove residual fragments or hysterectomies). Essure was removed. At the time of the report, the outcomes for medical device site reaction, fibrosis and metal poisoning were unknown. No causality assessment was received for essure with regard to medical device site reaction, metal poisoning, fibrosis, device breakage or injury. The reporter commented: the first part of our exploration into this case described the reported disorders and the hypothesis of a link between some of these and a release of heavy metals from the implant. This permanent and irreversible method of contraception consisted of inserting, via the vaginal route, a spring-shaped device in each of the fallopian tubes, irritating them to the point that the tissue reaction obliterates them. In this edition, we continue to delve into this case with an analysis of how much heed has been paid to what the women who reported health problems related to these implants have to say. Numerous surgical removals of essure tubal implants have been performed, sometimes with the discovery of a fibrosis so extensive that it was impossible to remove the implant without amputating the woman's uterus. Many of them have been relieved (at least partially) by a complete removal of the device, sometimes after a second surgical procedure to remove residual fragments. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ("second surgical procedure to remove residual fragments"), medical device site reaction ("irritating them to the point that the tissue reaction obliterates them"), fibrosis ("discovery of a fibrosis so extensive that it was impossible to remove the implant without amputating the woman's uterus") and metal poisoning ("release of heavy metals from the implants") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), medical device site reaction (seriousness criteria medically important and intervention required), fibrosis (seriousness criteria medically important and intervention required), metal poisoning (seriousness criterion medically important) and injury ("health problems related to these implants / reported disorders"). The patient was treated with surgery (partial or complete removal of the device or remove residual fragments or hysterectomies). Essure was removed. At the time of the report, the outcomes for medical device site reaction, fibrosis and metal poisoning were unknown. No causality assessment was received for essure with regard to medical device site reaction, metal poisoning, fibrosis, device breakage or injury. The reporter commented: the first part of our exploration into this case described the reported disorders and the hypothesis of a link between some of these and a release of heavy metals from the implant. This permanent and irreversible method of contraception consisted of inserting, via the vaginal route, a spring-shaped device in each of the fallopian tubes, irritating them to the point that the tissue reaction obliterates them. In this edition, we continue to delve into this case with an analysis of how much heed has been paid to what the women who reported health problems related to these implants have to say. Numerous surgical removals of essure tubal implants have been performed, sometimes with the discovery of a fibrosis so extensive that it was impossible to remove the implant without amputating the woman's uterus. Many of them have been relieved (at least partially) by a complete removal of the device, sometimes after a second surgical procedure to remove residual fragments. Quality-safety evaluation of ptc: for essure: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Essure product does not handle retained samples, therefore no retained sample analysis is required. No CAPA is required at this time because the possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. No defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2024: quality-safety evaluation of ptc. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.